Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus medical systems india private limited (omsi). As a result of the evaluation, the following was confirmed. -the liquid crystal display on the touch panel was black and was not displayed. In addition, the monitor only displayed the color bar instead of the endoscopic image due to a cp board failure. -the portable memory did not work due to a defect in the cp board. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. According to DHR, the device was shipped with no abnormalities, so the reported event may have been caused by the cp board failure due to user's handling or usage environment. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device is planned to be returned to olympus service center for further inspection, but has not yet been returned. Therefore, olympus has not yet investigated the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image was displayed intermittently on the monitor screen. In addition, it was also reported that the touch panel occasionally turned black and the color bars were displayed on the monitor screen. This device is an olympus medical systems india private limited (omsi) asset. There was no report of patient injury associated with the event.